Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized in intensive care unit due to hyperglycemia. The customer blood glucose level was 416 mg/dl at the time of incident. Customer reports the reading to the sensor to the insulin pump was not the same as the glucometer. The device will not be returned for analysis.